Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective high voltage power supply (hvps) board. Possible causes of a defective hvps board: - the supply voltage from the hvps board is missing or too low (permanent error). - a defective hvps board due to a short circuit of the metal-oxide-semiconductor transistors (permanent error). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that the device displayed scope communication error (e433) due to a defective high voltage power supply (hvps) board. Additionally, the foot switch was not detected due to a defective mother board. The faulty parts were replaced. The device was inspected and passed olympus functional standards.

Event description:
The user facility returned an asset hf unit "esg-400" to the service center. During a standard inspection and estimation of the returned device, the device displayed scope communication error (e433) which is identified as a reportable event per the risk summary application (rsa). The new aware date for this reportable malfunction is (B)(6) 2023. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.